Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to the emergency department (ed) feeling unwell with fevers and vomiting and lethargic. Patient admitted to hospital for further investigation. Blood cultures positive and cultures grew streptococcus gordonii (streptococcal species) in two blood culture bottles and patient was commenced on benzyl penicillin. It was stated that the source of the sepsis remains unclear. The infectious diseases team has been involved and have recommended investigation for infective endocarditis or dental abscess. The orthopantomogram (opg) was not suggestive of an oral source. The patient was referred to a dentist for follow up and the dentist cleared any dental abscess. There were no intracardiac thrombus or vegetation that was visualized on echo. Patient was given a 6 weeks intravenous (IV) antibiotics. Patient was discharged on (B)(6) 2016 on home antibiotics for 6 weeks. Patient will remain on oral antibiotics post IV therapy until transplant. Patient currently home and stable. No additional information available.